Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device discharged without being connected directly at the paddles and generated a spark that damaged the paddles. There was no patient involvement.